Manufacturer narrative:
(B)(4). The set has been received for investigation but the eval is not complete. A f/u report will be submitted once the investigation has been completed.

Event description:
Received report that one of the y-ports separated from the set during an infusion of IV fluid. Blood leaked out. There was no pt harm. No add'l clinical or pt info was provided.